Manufacturer narrative:
Date rec¿d by MFR: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During an in-clinic follow-up, events of noise that resulted in oversensing were noted on the right ventricular (rv) lead. Rv lead damage was suspected but unconfirmed as imaging was not performed to confirm the damage. No other intervention has been performed at this time. The patient was stable and will continue to be monitored via merlin.net.